Event description:
It was reported that as lvp 20d dehp 2ss cv tubing was defective. The following information was provided by the initial reporter: it was reported by customer that they had another tubing defect.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/4/2021. H.6. Investigation: one used primary set, model 2420-0500, and one photo was received by the customer for investigation. Upon visual inspection, it could be observed that the set's luer lock collar was disconnected from the male luer. No other defects were observed. The customer's complaint of a tubing defect was verified. A device history record review could not be performed on model 2420-0500 because a lot number was not provided by the customer. Dimensional analysis of the ID/od was performed and all dimensions were confirmed from the bill of materials to be within specification. The male luer supplier was notified of this defect. The supplier reviewed all records for this product from 2020 and 2021 and no similar events were found. The results indicate that this is an isolated event in which, considering that lot number is not available, the root cause is not possible to be determined. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing was defective. The following information was provided by the initial reporter: it was reported by customer that they had another tubing defect.